Event description:
The customer went to the ER for assistance with removal of flex reusable disc that had been inserted for approximately 30 hours. The customer reported having a headache and feeling anxious and lightheaded. The customer stated that it took the doctor approximately 30 minutes and "a broken pair of forceps" before the flex reusable disc was successfully removed. The customer also stated that the doctor said the disc was like a "tourniquet on her cervix" and the disc was broken during medical removal. Customer reported an internal laceration from medical removal as well. The doctor advised the customer to take tylenol for pain and discomfort. The customer stated she was sore post removal and tylenol did not help. Symptoms did resolve after a few days. The customer was advised by the doctor and by flex to follow up with their primary healthcare provider to discuss their experience. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.